Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: additional code added to h6 component code, additional codes added to h6 type of investigation, corrected codes in h6 investigation findings, corrected codes in h6 investigation conclusions, additional information added to h10. This is one of three reports being submitted for this case. Please reference related manufacturer report numbers: 2015691-2024-01233, 2015691-2024-01234. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The 14fr esheath+ was not returned to edwards lifesciences for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided for review and the following was observed: bent struts observed on the associated thv. Associated thv is outside of the sheath in the patient's anatomy. Flex shaft of associated delivery system kinks upon advancement. Tortuosity and calcification present in the right access vessel. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The sheath liner puncture and subsequent vascular injury was confirmed based on review of the imagery. Available information suggests patient factors (calcification, tortuosity) and/or procedural factors (valve bent strut) likely contributed to the event as imaging evaluation showed both factors present in the access vessel and a bent strut visible. Vessel calcification and/or tortuosity if present can exasperate the interaction between the crimped valve and sheath. Sharp calcified nodules can directly weaken the sheath shaft making it more susceptible to damage as the delivery system with crimped valve is advanced through. Tortuosity can subject the sheath to suboptimal angles this can lead to the crimped valve (in this case, a bent strut was present) to catch onto the sheath liner and lead to damage. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by an edwards lifesciences field representative, an esheath+ liner puncture and subsequent surgical removal of devices occurred. This was a transcatheter aortic valve replacement (tavr) procedure via transfemoral approach. The 14fr esheath+ was inserted into the patient, however, it was more difficult to insert than usual per the operator. Prior to the tavr, a bav was performed. After the bav was withdrawn, the 26mm commander delivery system and 26mm sapien 3 ultra resilia valve were advanced through the sheath. The operator had difficulty advancing the delivery system through the sheath and had to push harder than anticipated. The delivery system and valve punctured through the liner on the side of the sheath. The undeployed valve prolapsed into the contralateral iliac (left) and the delivery system was kinked on itself. The heart team was concerned about creating an emergent situation, so the decision was made to repair surgically and remove the undeployed valve from the abdominal aorta bifurcation. The delivery system balloon and valve were removed from the rest of the delivery system as a part of the surgical removal of the devices. Intima of the iliacs and aorta were damaged when the surgical exposure was made. The devices were removed. Patient was stable after aorta bifemoral repair with a vascular graft. The case was aborted. Imagery of the event was provided, and it was observed that the valve frame was damaged.

Manufacturer narrative:
Investigation is ongoing. H3 other text : device was discarded.